Event description:
Information received by medtronic indicated that during a cryoablation procedure, the catheter reading a body temperature of 42 degrees celius. The catheter was replaced and the cryoablation procedure was completed. There were no patient symptoms or complications related to the event. Reportable based on analysis completed 02/12/2015.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. The reported issue (high temperature reading) has been confirmed through testing. The catheter failed the returned product inspection due to a broken tc wire in the handle.